Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 25 mg/dl. The customer stated that he was passed out in his car and the paramedics were called. Prior to the event, the customer was connected to the infusion set during the manual prime and received a large amount of insulin. The customer also stated that the insulin pump alarmed during the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.